Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the device didn't work and was not functional. The indication for use was spinal pain. No patient symptoms reported.